Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog® and novolog®. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) levels have been elevated for the past week after going back on the pump (400s mg/dl). Customer treated elevated bgs by administering correction bolus¿ and manual injections. System check was performed with tandem technical support and the pump performed as intended, however it was determined that the customer was using off label insulin (apidra). Customer was advised not to use off label insulin. Customer was also advised to consult with their healthcare provider.